Manufacturer narrative:
On november 16, 2023, the mentor failure analysis lab received the devices for evaluation. On december 4, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 350cc breast implant. Leak testing was performed, according to mentor procedure, and it revealed two tears (a and b) on the posterior view, tear a within an area of siltex cracking, measuring approximately 0.2 cm, and tear b measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the tear b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the possible cause of the tear a is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent primary breast augmentation with 350cc mentor siltex round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023. On november 16, 2023, the mentor failure analysis lab received the devices for evaluation. Additional information was requested to clarify the impacted lot number, on november 30, 2023, mentor received confirmation that left ruptured implant serial number (B)(6). Right was intact but aspirated by the doctor to find out size of implant serial number (B)(6). This medwatch report is for the patient¿s right-sided device.